Event description:
It was reported there was a previous over infusion event. The clinician could not remember date or drug infusing at the time of the event. Clinician stated that it was internally investigated by biomed and it was noted the platen was missing from the pump module. Hospital provided education at the time, sending out education to all nursing staff on how to recognize a damaged or missing platen. No products available for investigation. This was reported to bd representatives during site visit. There was patient involvement but no harm. No further information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.